Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: part received in a minigrip. The part is broken in two pieces. The part is not etched since the drawing does not require any etching. The lot identification is no possible. The plate was found to be broken through two holes. The thickness of the plate was measured and was found to be conforming to specifications. The non-broken holes were also measured and found to be conforming. The broken holes were not able to be measured, but since all the features are manufactured in the same production step, using the same program and tools it is possible to conclude that the plate was conforming to specifications. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6): all broken off fragments were removed from the patient. The surgeon re-plated using a locking compression plate. Patient harm was deformity because he was unable to bend his finger but he has no pain. He is undergoing physiotherapy and the deformity is gone. Clinical findings were a broken implant with mal-union of fracture, no infection.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight unavailable. Unknown when plate broke or when patient's deformity began, patient estimated (B)(6) 2016. (B)(4). Surgery took place and device explanted on an unknown date. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. This event resulted in the need for additional surgical intervention to remove the broken plate and replace with a new one. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate broke post-operatively; the patient had an operation of open fracture proximal phalanges of left middle and index finger on (B)(6) 2015. Patient has then attended normal physiotherapy for his hand until he saw the deformity on his index finger around the date of (B)(6) 2016. He got back to the same hospital and x-ray were done. Surgeon found the plate on his index finger was broken. Patient claimed that he did not experience any impact on his hand during this period. Surgeon had removed the broken plate and reimplanted another one. This complaint involves 1 part. This report is 1 of 1 for (B)(4).